Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardia cath diagnosis performed when the issue occurred. The procedure was normally completed. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in patient table. The fse checked the system where the mushroom gets stuck when it activates, and the spring of the pan handle doesn't work. Fse replaced the geo module kit. After replacement the geo module tilt kit wp, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the geometry module pan handle was sticking which was causing unintended motion of the table. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the geometry module. The device was returned to expected functionality.